Event description:
It was reported that (4) device were used during a pelviscopy. It was reported by the rep that the hdh05 blades would work for the first 10-15 minutes, then stop working and emit a solid tone. The handpieces used were tested. Another blade was used to complete the case. There was no consequence to the pt.